Event description:
The introducer sheath was advanced into the vena cava. In order to readust the positioning of the filter farther above the renals, the filter was pulled back and the sheath bag was advanced. A puncture of the vena cava was observed; once the filter was unsheathed it could not be recaptured and was inadvertently deployed in the peritoneum of the vena cava. Another MFR's filter was deployed adjacent to the tulip filter. Venacavogram noted no extravasation of blood from the puncture. No pt complications resulted.